Event description:
The customer reports, "two (2) infants under the age of one year developed skin ulcerations requiring silvadine cream ordered by the physician to treat both pts. One of the babies had been discharged home for two (2) days and returned to hospital with the ulcerated area located where the collar connects to the angiocatheter." Add'l info was provided on 02/13/08: the inventory buyer at the facility clarified that this facility had three cases with pediatric pts. Two of the cases involved skin breakdown and the other three was no injury. The pediatric nurse supervisor gave add'l info regarding the three cases. In this case, a toddler on the pediatric unit developed skin breakdown, was treated with silvadene, and the pt recovered. The incident occurred in 2007. No add'l pt demographic, medical history, or medications being infused were known. The lot number of the device is not known.

Manufacturer narrative:
The device has been requested by baxter quality management for evaluation but is not available since it had been discarded.